Manufacturer narrative:
H10, h3, h6: the navio handpiece, intended for use in treatment, had a jam error during burring. The reported event occurred during a lab/demo and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece exposure control motor failure. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that at the beginning of a tka demo case had to open the handpiece to wind the wheel to the middle, as it was at the end point which didn't allow the burr to retract, and it was extremely difficult to wind back. The handpiece took a while to characterize as well. Everything was going okay from there and then while performing distal burr the error message popped up. Tried to wind the wheel again as the gear had gone to the furthest point again. Adjust it again, recharacterize, etc, but the same screen came again when going from cylindrical burr to 2 mm burr. Used back-up handpiece and got through the case without the error message popping up. Also, when the surgeon switched from a 5mm cylindrical exposure burr to 2mm speed burr, the burr was fully retracted and did not home and hit the wall on the pointer. Went back a screen to the handpiece characterization screen and homing worked afterwards. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.